Event description:
It was reported with the use of the bd safetyglide¿ tb syringe with permanently attached needle there was an issue with dirty needle stick injury due to difficulty engaging the safety guard.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. DHR cannot be completed for this complaint as the lot number cannot be confirmed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd safetyglide¿ tb syringe with permanently attached needle there was an issue with dirty needle stick injury due to difficulty engaging the safety guard.